Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged throat problem. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected data: short description: changed to "*burning smell affecting patient throat". Evaluation method code grid: changed to testing of actual/suspected device. Evaluation results code grid: changed to material and/or chemical problem identified. Component code grid: changed to mechanical - insulation. Conclusion code grid: changed to caused traced to device design. Section b5 was updated: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and has visualization of foam particles and was able to confirm the complaint of burning odor. In addition to above findings, there is a presence of contamination findings, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it and black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. There is also a presence of dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Other findings, missing sd card cover, ui (user interface) knob broken and thermal event at humidifier connector j9 on pca (printed circuit assembly) there was presence of 6 errors were logged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.